Event description:
Pt undergoing hemodialysis in the renal unit. Rn noted foam in venous blood line. Air detector did not alarm venous line clamped. Air removed from line and reconnected to pt. Pt c/o s0b, increased resp rate. O2 applied, stat cxr-normal. Symptoms resolved in 15 mins, dialysis completed.